Event description:
This report is made based on results of investigation completed on (B)(6) 2012. The pump was returned for investigation and contamination was discovered under all button contacts.

Manufacturer narrative:
There is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All keypad buttons were fully responsive during testing. During investigation, evidence of contamination was found under all key contacts.